Event description:
A medtronic representative reported that, during a spinal fusion procedure, the 100 millimeter percutaneous pin was damaged. The site stated that as they took the frame off the patient, the rubber topper of the pin fell off. The surgeon had completed with navigation at the time of the issue and the case proceeded as expected. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
Correction: on 13-oct-2015, it was noticed that a previous MDR submission contained incorrect information with regards to the common device name, product code and/or PMA/510(k). This MDR is being submitted to correct this information. There is no new information to change the patient information, event description or manufacturer narrative that was previously reported.

Manufacturer narrative:
RMA issued. Replacement device shipped to site 03/03/2014. Medtronic investigation of returned suspect device finds that as reported, the rubber bumper is missing from the end of the pin. Otherwise, the pin is in good condition and inserts into the mating frame easily. Mechanical failure, pieces missing; directly caused event.